Event description:
It was reported that during an unknown procedure, the device gave error 3, same issue with test tip. No further info was provided. No patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.